Event description:
This spontaneous report was initially received on (B)(6) 2011, from a consumer (age and gender unspecified) reporting on self from the united states. Follow-up information received on (B)(4) 2012, confirmed that the complaint involved two reach tooth and gum care toothbrush soft products. This report is for the second reach tooth and gum care toothbrush. On an unspecified date, the consumer started using reach tooth and gum care toothbrush soft for dental cleaning (route dental, lot number 11810sgs2, frequency and expiration date unspecified). Within twelve to fifteen days, the consumer noticed that the toothbrush would break. This report had no adverse event and the action taken with the device was unknown. Two used reach tooth and gum care toothbrush soft (pink color) without any packaging were received. Review of trending data by product family revealed no adverse trends. Device history review was acceptable. Retain sample was evaluated and met specification. Samples were visually inspected and cracks were observed on the neck of the toothbrushes. Lot numbers on the toothbrushes were 11710sgs3 and 11810sgs2. The returned samples had scratched and torn pieces on the tongue cleaner on the back of the head. Breakage occurred on the first tuft line between the neck and head and seemed to be fixed with glue. Based upon an acceptable document review, acceptable retain evaluation, and no adverse trends a root cause could not be determined for this complaint. Although this complaint was confirmed due to the returned sample, the disposition of this complaint should be not confirmed as it could not be attributed to a manufacturing defect. Complaint trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received. This is an initial submission for the second product in this case and the manufacturer report number for this submission is 2214133-2012-00393. The follow-up submission for the first product in this case has the manufacturer report number 2214133-2012-00208.